Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-31 alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log and functional testing did not identify the reported f31 alarm. The evaluation did not confirm the reported condition. The device was restored to a good working condition and returned to the customer. Specifications were met during previous service processes. There were no previously reported problems that were the same as or similar to the event. Should additional relevant information become available, a supplemental report will be submitted.